Manufacturer narrative:
Other applicable components are: product ID: 37092, serial#: unknown, product type: accessory. Product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Patient reported since (B)(6) 2017, they were waking up at 1am - 3am and 5am with symptom return. Patient could not use their antenna for the programmer because it had not worked for their since implant (B)(6) 2017. Patient was able to connect with the programmer direct on implantable neurostimulator (ins) site but was not able to increase stimulation. Patient reported "low programmer battery" screen. Patient would call back for assistance changing programs or increasing stimulation patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor..